Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-02221 and stryker reference# 4139299, submitted on 10/23/2025, was submitted in error. This is a non-clinical training unit and any malfunction is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety.